Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient faced issue with seven infusion set cannula. Patient reported infusion set cannula was bent and the patient reported symptoms is 3 or more hours after insertion. The duration of infusion set is for 1 day and the insertion site was at thigh/leg. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02936 - device 6 of 7.